Event description:
It was reported that the catheter was inserted into the pt's jugular vein. In nephrology, three weeks after placement, blood was found leaking from the luer connection. The doctor checked the catheter and found a crack on the luer. As a result, a new hub connection assembly replacement kit was used without issue. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). It was reported that the pt was (B)(6).